Event description:
It was reported that the camera head had a dark picture and poor visual. The issue occurred during a therapeutic procedure which was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.